Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 300 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received intermittent up arrow button due to corroded keypad traces. No button error alarms were noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, and battery tube threads. Unit received with minor scratched lcd window and missing end cap sticker.